Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 195 units after the delivery of a 10.2 unit bolus. Reportedly, the cartridge was filled with 300 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customer's blood glucose level was 140 mg/dl. During a follow-up call on (B)(6) 2018, the customer reported that the fill estimate issue had been resolved.